Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00635.

Event description:
The patient was undergoing a coil embolization procedure in the right subclavian artery (sca) using ruby coils. During the procedure, the physician successfully placed multiple ruby coils and other coils using a non-penumbra microcatheter. The physician then was unable to advance a ruby coil more than 15 centimeters out of its introducer sheath and into the microcatheter. Therefore, the ruby coil was removed. The physician then flushed the microcatheter and successfully advanced a guidewire through it. However, when trying to advance the same ruby coil, the physician again felt resistance. Therefore, the ruby coil was removed, and a new ruby coil was successfully placed. Later in the procedure, the physician again felt resistance while advancing another ruby coil out of its introducer sheath and into the microcatheter, despite flushing the coil within its introducer sheath. Therefore, the ruby coil was removed. Upon removal, the physician noticed that the coil was twisted and deformed approximately 10-15 centimeters proximal to the tip of the coil. The physician attempted to re-sheath or straighten the ruby coil, however, the ruby coil then broke off of its pusher assembly outside of the patient as the physician was attempting to re-sheath it. The procedure was then continued with a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.